Event description:
A discordant high positive immulite 2500 stat troponin assay result was obtained on a patient sample. The initial result was questioned by the physician and repeated the next day. Sample was repeated and resulted negative. Another repeat result confirmed negative on the patient sample. No indication of patient treatment administered. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay result.

Manufacturer narrative:
Analysis of instrument and instrument data did not indicate system error and suspected that fibrin in sample may have caused the discrepant result. No further evaluation of the device is required. The instrument is performing within specifications.